Event description:
A (B)(6) male patient contacted zoll customer support to report that his response buttons had fallen off. The patient was issued a replacement monitor

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (missing response buttons) has been confirmed. As received, the front and rear response buttons were missing, and the monitor was unable to be tested. The cause for the inability to test the device is the missing response buttons. The root cause for the missing responses button was unable to be positively identified but was likely due to physical abuse. No adverse event resulted from the damaged response buttons. The patient received a replacement monitor.